Event description:
During right heart catherterization swan inserted and thermo wire would not pass through catheter. When swan was removed, what appeared to be a 6" piece of inner lining was protruding from the end of the catheter.